Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received erroneous results for two patient samples tested with the elecsys estradiol iii assay on a cobas 8000 e 602 module. The erroneous result for the first sample was not reported outside of the laboratory. It was asked, but it is not known if an erroneous result was reported outside of the laboratory for the second sample. The first sample initially resulted with an estradiol value of 58.9 pg/ml. The sample was repeated twice, resulting with values of 101.2 pg/ml and 57.5 pg/ml. The field service engineer decontaminated the analyzer (including a system reagent syringe), changed the water pump, and changed the measuring cell. He ran performance testing and this was ok. After these actions, the customer continued to have issues as they received an erroneous result for the second sample. The second sample initially resulted with an estradiol value of 150 pg/ml. The sample was repeated, resulting with a value of 47 pg/ml. The primary tube of the sample was also repeated, resulting with a value of 47 pg/ml. No adverse events were alleged to have occurred with the patients. The estradiol reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
The customer verified none of the laboratory employees were using estradiol-containing cream that might affect the test. Additional information was requested for the investigation, but was not provided by the customer. Due to the lack of information, no further investigation could be performed. The cause of the event could not be determined.